Event description:
It was reported that during a colectomy procedure, the device delivered an incomplete staple line. The surgeon finished with a colostomy. There were no other patient consequence reported.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.